Manufacturer narrative:
As the device was not returned to olympus for evaluation, a root cause for the reported event cannot be determined. If additional information becomes available or the device is returned for evaluation, a supplemental report will be submitted.

Event description:
A user facility reported to olympus that no image was present. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and to correct information provided on the initial report. The following section was corrected: h8. It has been nearly 15 years, since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon was duplicated. It was determined, that the image was not displayed, due to a faulty cable. During inspection, the camera head was tested, and no image was shown when connecting the device to the video processor. This failure was, due to the camera cable defectiveness, but without visible damage. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The instruction manual identifies, the following related verbiage. Which, could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged¿. Olympus will continue to monitor field performance for this device.